Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that, at the time of this report, the patient seemed overmedicated to the healthcare provider (hcp) but the patient had been given oral medication as well. The patient¿s pump was currently programmed at minimum rate. However, the reporting hcp did not know why, as they were not told that the patient was having a problem. It was noted that this was the first time the hcp had seen the patient and it was difficult for her to tell if it was the patient¿s normal state or if it was a problem. The hcp had limited information regarding the patient. At the time of this report, the hcp planned to fill and program the pump. The device system was used to deliver hydromorphone. The cause of the event, specific patient symptoms, troubleshooting/diagnostics, interventions/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.